Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event does the surgeon believe the interceed was related to the patient's fever? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a miles' surgical procedure on unknown date and the absorbable adhesion barrier was applied on the area under the abdominal wall and on the pelvic floor. From the next day to two days later, the patient had a fever around 39 degree celsius and antipyretic was administered by drip infusion. Then, the patient was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: date of initial surgical procedure - no information. The diagnosis and indication for the initial surgical procedure? - no information. What were current symptoms following the index surgical procedure? Onset date? - from the next day to 2 days later, the patient had a fever around 39 degree celsius. Other relevant patient history/concomitant medications - no information. Product lot number? - no information. What is physician¿s opinion as to the etiology of or contributing factors to this event - no information. Does the surgeon believe the interceed was related to the patient's fever? - he is not sure whether the interceed was related to the patient¿s fever or not. What is the patient¿s current status? - discharged